Event description:
Surgeon was using bovie, and the triad esu stopped working mid-coagulation; displayed an error screen. Machine was turned off then on, and surgeon returned to using bovie. After about 5 minutes the same error occurred during use. This machine was replaced immediately.